Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ipg pocket pain and one of the leads was exhibiting high impedances and unable to be placed in MRI mode. As such, surgical intervention was undertaken wherein both the leads and ipg were explanted and replaced with a paddle lead and ipg. Therapy was restored following the procedure.